Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection occurred. The force sensor pins were found to be cracked. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 07/19/2012 with the following findings: a review of the pump history indicated that loss of cartridge detection occurred which could not be duplicated during evaluation. The force sensor pins were found to be cracked. During evaluation the pump was able to rewind, load and prime successfully.